Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an error code occurred on a dreamstation auto CPAP device. There was no report of serious or permanent patient harm or injury. The device was returned to a third-party service center. An occurrence of error codes was confirmed. In addition, foam particles were found during the device evaluation. The device was scrapped following the evaluation.